Event description:
Per complaint (B)(4), local anesthesia was used to remove a patient's dental implant due to pain. There was delayed treatment while the site heals. A replacement implant is planned for the future. Inflammation, delayed healing, and osteopenia were also reported.

Manufacturer narrative:
Follow-up report is to provide device evaluation results.